Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when adjusting the electrode in the neurostimulator port, it did not fit the electrode which did not allow the correct connection for the therapy to work. There was a neurostimulator factory defect. For the diagnosis, several tests were carried out to be able to adjust the neurostimulator to the electrode using the screwdriver. It was evident that it was never able to be fixed to the electrode, determining the damage to the neurostimulator. To resolve the issue during the procedure, another neurostimulator was used which allowed adjustment to the electrode and proper functioning of the therapy. Issue resolved. Neurostimulator was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.